Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after he was found to have unexpected post-operative refraction. Another lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records were reviewed and found to be within specifications. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.